Event description:
It was reported that during a tcar procedure, the enroute 0.014" guidewire perforated the vessel. The physician inflated the post-dilated balloon near the perforated area and upon removal of the balloon, the perforated area appeared to have resolved.